Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient stated he experienced cardiac arrest two days post implant. No further details were available. No additional adverse patient effects were reported.